Manufacturer narrative:
Continuation of d10: product ID 3998 lot# va055f0 serial# (B)(6) implanted: (B)(6) 2016 explanted: 2020-06-04 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt clarified what they meant by carrier frequency. The pt stated during their job as a telecommunication specialist at police station, they were surrounded by many computers, servers, and a 60 foot communication tower. Pt realized that during their job, their pain levels increased to the point where they had tears. Pt stated that was unusual because usually, their implant could keep their pain levels at tolerable levels. Pt stated they resigned after reading a study done by duke university that studied mdt implant and electrical interference and showed charts for possible interference and probable interference. Pt stated in their own experience, being surrounded by so much electrical frequency does affect the therapy. Pt stated after they resigned, their pain levels decreased again.

Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# va055f0 serial# (B)(4) implanted:(B)(6) 2016 explanted: (B)(6) 2020 other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4) ubd: 05-dec-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their previous implant was removed because the 2 leads' impedance level got very high and the issue began summertime or may be fall or december/november of 2019. Pt stated they were told there was possibility of those 2 leads being either damaged or broken. Pt inquired implant carrier frequency. Ps reviewed information. Pt inquired computer and radio tower compatibility. Ps reviewed information.